Manufacturer narrative:
As part of our investigation, technical assistance center (tac) offered troubleshooting; however, the customer was not available at the time. Tac recommended that the customer clean the scope contacts with alcohol, let dry and power off/on. Tac performed three additional follow-up calls to the user facility in effort to determine if the reported error had been resolved. The device was not returned to the service center for evaluation. The cause of the reported event cannot be determined.

Event description:
The service center was informed that an ¿error e216 communication¿ was observed on the display. There was no patient involvement reported.